Manufacturer narrative:
The alleged complaint unit was not returned for evaluation. It is not possible to verify an assignable cause for the unit malfunction. Insufficient information for a complete investigation. The DHR for microtip lot 23913-01 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. This console was serviced on (B)(4) 2013 and met specifications before it was released. No trend was observed. The sales rep did not report any facility information. The complaints database was reviewed during the months of (B)(4) 2013 for the distributor and showed that there were two complaints reported relating to microtip failures. No significant trend was observed."

Event description:
(B)(6) said this would not pump the saline during priming. (B)(6) tried overriding for a manual prime but that failed as well. They did not keep the kit.